Event description:
It was reported by the sales rep that the patient was experiencing pain throughout his body while utilizing the bone stimulator. He has been wearing it 24/7. He was advised to remove for a day and then put back on for a few hour at a time. Stated he saw his neurosurgeon and stated that the unit should not cause muscle spasms. Doctor did prescribe meds 5pk of metholprednisone for the spasms. He will try that and see what happens. Will call back if there are any issues. The patient was not sent any replacement products or return label.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to no; h6: device code updated 3190 - insufficient information; h6: investigation code added to 3331 - analysis of production records; h6: investigation code added to 4114 - device not returned; h6: investigation code added to 4119 ¿ insufficient information available; h6: investigation findings code added to 3221: no findings available; h6: investigation conclusions 4315 - cause not established. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2020. Concomitant medical product: unknown. Concomitant medical product: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient was experiencing pain throughout his body while utilizing the bone stimulator. He has been wearing it 24/7. He was advised to remove for a day and then put back on for a few hour at a time. Stated he saw his neurosurgeon and stated that the unit should not cause muscle spasms. Doctor did prescribe meds 5pk of methylprednisone for the spasms. He will try that and see what happens. Will call back if there are any issues. The patient was not sent any replacement products or return label.